Event description:
It was reported that on (B)(6) 2010, during the procedure in the proximal-mid left anterior descending artery, pre-dilatation was performed using non-abbott balloon. Intravascular ultra sound (ivus) revealed an ulceration in the lesion. A 3.5x28 xience v stent was implanted at 18 atmosphere and post-dilatation was performed using a voyager nc balloon. There was no abnormality found on angiography or ivus. On (B)(6) 2010, during the 8 month followup, angiography revealed a 10x10mm and 35mm coronary aneurysm at the distal segment of the xience v stent. An unspecified bare metal stent was implanted in the left anterior descending artery on an unknown date. Reportedly, if the aneurysm does not thrombos, possible treatments that are being considered by the physician are implantation of a graftmaster stent graft, surgical intervention, or monitoring. The patient has discontinued taking panaldine and warfarin to prevent the progression of the aneurysm. Per the physician, the patient's coronary artery was a dilated lesion increasing the risk of coronary aneurysm. Additional angiography will be performed in (B)(6) 2011. Though requested, additional information has not been provided.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 47 mg/dl and 79 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.